Event description:
When resident sat down in their wheelchair with their fingers on/under the seat sides, lefr ring finger (4th finger) lodged between the bar and plastic holder (under the seat) and subsequently a partial amputation was sustained (from first knuckle down to tip of finger).